Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found in the analysis of this data.

Event description:
It was reported that the patient had sudden cardiac arrest due to neurological health problems. When the physician was evaluating the rhythm strips of the arrest it was observed that the patient was noted to have vf(ventricular fibrillation)/torrsades. And the right ventricular (rv) lead was found to have noise and intermittent undersensing, likely due to quiet timer blanking of the device. It was also noted that there were nsvt (nonsustained ventricular tachycardia) episodes. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-58 lead implanted: 2013 (B)(6); 2088tc competitor lead implanted: 2013 (B)(6). (B)(4).